Manufacturer narrative:
The stapler sureform reload 60 has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the stapler instrument would not clamp or cut the tissue. The "clamps" were laying in the abdominal cavity and were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received a green sureform 60 reload was returned for failure analysis evaluation. The stapler reload was effective in demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the stapler reload was carried out uncovering no further issues. Additional information: isi also received the sureform 60 stapler instrument for failure analysis. The instrument was found to have 1 firing failure based on log review. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a black and green stapler reload installed. An advanced stapler log review was conducted. The logs show a sureform 60 stapler instrument was installed on the system 5 times and fired 5 green sureform 60 reloads. On installs 3 and 4, the system failed to detect the reload colors and the user manually selected the green stapler reload on the surgeon side console (ssc) touchpad in both instances. On installs 1, 2, and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~99% completion. The logs show an error code representing the failure. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
Refer to h11 for follow-up information.